Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from the top view of product code ecs29a and damage on the tyvek was noted. The damage was noted to be from outside to inside. The second photo shows a device inside of its package. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before used on the patient, open the packing, and noted the inner packing (sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Rectum procedure.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that t the ecs29a device was returned with its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.